Manufacturer narrative:
A beckman coulter field service engineer (fse) was sent to the customer site. The fse replaced the sample probe assembly to resolve the issue. Beckman coulter internal identifier is (B)(6).

Event description:
The customer reported obtaining false high sodium (na) results involving the unicel dxc 600i synchron access clinical system. Although no patient data was provided, the customer noted a magnitude of error of 5 mmol/l. The instrument generated high na sample reference values during time of event. The customer reported the false high sodium results outside the laboratory. The customer repeated the samples on an alternate dxc and obtained na results considered correct. There was no effect to patient treatment in connection to event.